Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot #73d1600477 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examine with and without magnification. Visual examination of the returned device revealed that the sample was returned with the jaws partially closed, but the trigger was not partially engaged. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. One clip was properly loaded into the jaws of the device. However, the clip could not release because the jaws would not open up as wide as it should. Another attempt was made and the same issue was found. The same issue was found with all remaining clips. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The returned sample was disassembled to inspect the internal components of the device. Upon disassembly, it was found that the jog (jaw opening gizmo) was popped out of place. This could contribute to the jaws not being able to open all other remarks: the way. It could not be determined how or when the jog became displaced. No internal part appeared to be damaged. No other defects were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the jog to become misplaced and lead to issues with the release of the clips. The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned. The device was returned with the jaws partially closed. Upon functional inspection, the clips were unable to release from the device due to the jaws not being able to open completely. Upon disassembly of the device, it was found that the jog was displaced which could lead to the issue of the jaws not opening completely. Although all clips were able to load properly, the jaws not opening completely could lead to loading issues. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.